Manufacturer narrative:
(B)(4). Date sent 10/30/2024. D4 batch #300c96. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gcfrgg reload was returned unfired along with its opened packaging and the staple retainer placed. The reload pan returned partially dislodged from the left proximal side. In addition, 1 double driver was out of position and 3 double with 1 single drivers were missing, making the reload non-functional. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 300c96, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2024. Corrected data = d 2b, procode.